Event description:
The ICD was explanted due to repeated long charge times. Manual capacitor maintenance and automatic capacitor maintenance interval to one month could not keep the charge time down. During explant, the device detected a device parameter error.